Event description:
The patient underwent a surgical procedure to explant his artificial urinary sphincter (aus). The patient experienced recurring incontinence from urethral atrophy and the cuff not coapting enough. A new aus was implanted, and the physician decided to downsize the cuff to a 3.5 cm cuff for a better fit. No complications were observed during this surgery. The patient is expected to fully recover.